Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the access sheath could not be moved up during insertion. Per follow up information received via ibc on 06jun2024, stated that there was no patient involvement. Per follow up information received via ibc on 20jun2024, stated that they were confirmed the defect happened prior to use on the patient.

Event description:
It was reported that the access sheath could not be moved up during insertion. Per follow up information received via ibc on 06jun2024, stated that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.